Manufacturer narrative:
The user facility returned the device for evaluation. The device was tested using olympus test equipment; the probe check could not be performed as the probe broke off during transit. A u509 error was observed on the generator. Visual inspection on the device was performed and found the teflon pad was worn out from side walls, exposing metal. There was some tissue built up on the device. The user¿s complaint was confirmed. The most likely cause for such teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a laparoscopic hysterectomy procedure a ¿probe damage ¿error was displayed on the generator. There was no damage to the teflon pad and no device fragment fell inside patient. The intended procedure was completed using another thunderbeat device. There was no patient injury reported.